Manufacturer narrative:
Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4).

Event description:
The user facility in india reported a patient developed a few erosions in the lower right face and neck region immediately after the treatment. One hour after treatment more blisters and erosion developed. Highest energy level was 4.5. No medical intervention was reported. Additional information has been requested.

Manufacturer narrative:
Evaluation completed: the data card and tip were both returned for evaluation. The evaluation of the treatment tip found no issues and all repetitions on the tip had been used. The evaluation of the datacard found multiple errors had occurred. The errors indicate a recoverable problem that requires operator intervention. If the error occurs during a radio-frequency treatment, the radio-frequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. According to thermage cpt system technical user¿s manual (p009240-04 rev. A) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Evaluation of the treatment tip and data card showed the system was working within specifications. Results from the data card showed a large number of tip too warm or over temp errors. The treated area was at or above 40 degrees c. Failure to slow treatment speed and/or continuing to treat the same treatment area consecutively can result in unsafe condition. Other technique errors such as not properly allowing post cooling the skin occurred. Based on the available information, this adverse event was mostly likely caused by poor technique from the operator. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.